Event description:
Caregiver reported that during preparation of today's mix, patient used syringe that had crack and wasted around 5 ml of treprostinil. She did not need to order treprostinil or durable medical equipment today. She informed me that if any issues with syringe with the next mix on friday, she will call us and we will ship treprostinil and supplies. There was no interruption in treprostinil treatment. Affected syringe 5 ml - lot number 2347963/expiration date unk. Patient was instructed to keep the defective syringe in case needed for return. No side effects from defective device reported. No additional information available. Reported to (B)(6) by pt/caregiver.